Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an atherectomy on the patient's superficial femoral artery (sfa) in the left leg, the csi atherectomy device stopped coming out at the bifurcation. The physician proceeded to pull the csi atherectomy device and the flexor raabe guiding sheath at the same time, at which point the sheath/ introducer broke. Additional punctures were made on the left side of the patient's anatomy in order to remove the sheath. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d1, d4, g5. This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information received on 06mar2018: per the initial reporter, the device will not be returned as it was disposed. Describe event or problem narrative: the patient had a tortuous and calcified anatomy. A 2.0 csi artherectomy device was used and was tight when passed over the bifurcation. Upon attempt to remove the csi device after successful completion of the artherectomy, the csi device became stuck at the birfurcation. Considerable work and the aid of cook vascular retrieval forceps was required to remove the broken flexor raabe guiding sheath. The patient was not harmed and the case was concluded. Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, drawings, specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. The devices are 100% visually inspected for surface defects and imperfections. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Per the IFU, ¿upon removal from package, ensure the inner diameter (ID) of the introducer is appropriate for the maximum diameter of the instrument or catheter to be introduced. The maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight. Before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. When inserting, manipulating, or withdrawing a device through an introducer always maintain introducer position. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ based on the information provided, no product returned, and the results of our investigation, the root cause for this event was determined to be related to patient anatomy / handling as calcification could have caused the device to become stuck, which then could have led to the material stretching and separating during removal. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.